Manufacturer narrative:
Upon return of the laser probe for analysis, initial inspection revealed a portion of the probe lens tip was missing due to an apparent fracture of the lens. Immediate investigation of the lens tip has not yielded a cause for the lens fracture. An unknown quantity of co2 gas would have been introduced intracranially from the probe tip secondary to the lens fracture. Further analysis is ongoing. Review of this probe's manufacturing records confirmed the probe met product specification prior to shipment. There are no known cases of lens tip fracture in any prior procedures.

Event description:
The patient was undergoing an MRI-guided laser ablation treatment of a brain tumor. At one point in the otherwise routine case, an abnormal error in thermometry was noted within the software which triggered an interrupt in the system operation. The system was reset, but the abnormal thermal calculation occurred again when cooling was initiated. The laser delivery probe was replaced and abnormal calculation was not witnessed again. The case proceeded to completion. The following day, the patient underwent a surgical resection. The patient was reported to be on a ventilator for two weeks post procedure. At the time of this report, the patient was awake and was being discharged to a rehabilitation facility.